Event description:
There was a sensor error with the ultrasound catheter after placement into the patient. The catheter was removed and replaced with no harm to the patient. Manufacturer response for soundstar eco diagnostic ultrasound catheter, soundstar eco diagnostic ultrasound catheter (per site reporter). Per report, mfg notified by the site.